Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device by a baxter technician. The se occurred on (B)(6) 2011 at 23:43:37. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No additional information is available.